Event description:
Healthcare professional (hcp) reported a patient was seen at an aesthetics clinic and had juvéderm® voluma¿ xc accidentally injected into the globe of the eye and some amount of it is in the vitreous cavity. There appears to be some effect on the retina. Hcp is working on how to remove it from the patient¿s eye if possible. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.